Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with intermittent button response due to moisture keypad traces. No button error alarm noted during testing. Also received pump with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they did not hold down any button for longer than three minutes and are unable to clear the alarm. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.